Event description:
Healthcare professional reported "implant was observed to have a light speck on it." Device was not implanted. Surgery was completed with a back up device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: foreign material on implant: not observe light speck on the surface of the shell. As per the investigation procedure, creases, deformation and particles were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required for these observations.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: n/a (device was not implanted).

Event description:
Healthcare professional reported "implant was observed to have a light speck on it." Device was not implanted. Surgery was completed with a back up device.